Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3384 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient needs long-term infusion therapy, so the right forearm PICC will be indwelled on (B)(6) 2021. The indwelling process is smooth and the blood return is unobstructed. At 21:00 on (B)(6), the nurse found that the head of the PICC was broken and was immediately clamped. After the sterile dressing was wrapped and reported to the doctor, the static therapy specialist nurse was asked to reinstall the tip, which did not affect the treatment process.